Event description:
Customer reported device did not read the code key correctly. Correct code number was on the code key. No controls were used. A request for product return was made and replacement product was sent.